Event description:
It was reported that the user received a bg run mode alert and the ilet stayed in sensor pairing for about ten minutes with a dexcom g7 that was not paired with any other device; after performing a bluetooth toggle, restarting the ilet, and reentering the pairing code, the system remained in pairing and the user was advised to wait for warmup, indicating an intermittent communication issue involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.